Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise over-sensing. No intervention was performed at this time. The patient was in stable condition.